Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) recently had a non-device related procedure and no tones could be heard from the device when placing a magnet. The pt was concerned that the battery was depleted as they received a shock the week before. Boston scientific technical services (ts) was contacted and discussed magnet/tone function, stating tones are only emitted for the first 60 seconds, then stops. The physician explained that he didn't hear tones when the magnet was first placed over the device. Ts discussed it is possible that therapies were deactivated previously. The physician stated the device shocked the pt about a week ago. Ts mentioned again that therapies may have been deactivated at that time and recommended a device check. The physician planned to contact his ep dept and said he would call back if he needed to have a local boston scientific field rep contacted. No further issues have been reported.

Manufacturer narrative:
The field rep was contacted for add'l info. If add'l info becomes available, this report will be updated.